Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). A review of the implantable cardioverter defibrillator (ICD) transmission indicated the rv lead had increased impedance values, non-sustained tachycardia, increased counts to the sensing integrity counter (sic) and t-wave oversensing (twos). A chest x-ray indicated the lead pin was not fully inserted into the header. The pin was re-inserted into the device and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.